Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and from a patient implanted with an implantable neurostimulator (ins). It was reported that the patients first ins did not last two years and they had been told it would last longer. They began seeing a call your doctor message before it depleted so they reached out to a manufacturer representative (rep). The rep checked the implant and stated that there would be more time left. The ins depleted shortly thereafter, so they information the rep. The patient had a return of pain and had to take pills. It was noted that they had been told that the patient did not have a high use regarding the ins. The ins was eventually replaced with a rechargeable ins. The issue occurred in (B)(6) of 2016, which was also when the patient spoke with the representative.

Event description:
Additional information received from the manufacturer representative (rep) indicated that they were notified through a former rep that the patient was having trouble with their device. Based on the parameters that were set by the previous rep, the ins was in eri. They reprogrammed the ins to decrease the number of active electrodes. The device was already in eri so they couldn't predict how long the device would last once eri appeared on the screen. The rep was not aware the first ins had depleted. Based on the settings, they believed that the device longevity was normal.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that based on what they could recall it was presumed it was normal depletion for the ins. They did not remember any short or open circuits which suggested to them the battery depleted due to usage and parameters. It was noted that the patient had several electrodes in use and their amplitude setting was pretty high. The representative did not recall doing a longevity calculation and it was believed they only checked the battery which said ¿ok¿ and voltage. It was noted that the representative never told patients a primary cell ins would last a specific amount of time since it all depended on the usage and settings. The representative stated that if they told the patient their ins still had more time it was because they had not seen or been told about an elective replacement indicator (eri) or end of service (eos) message. If they had been seen or been aware of the eri or eos message, then they would not have said there was still more time on the battery.

Manufacturer narrative:
Upon further review, 2016-05-01 is the correct date for date received by MFR. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.